Manufacturer narrative:
(B)(4) date sent: 1/22/2026 d4: batch #a97v3t. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ech60c device was returned with no apparent damage and with no reload present. The device was returned with a non-working firing mechanism. No further functional test could be performed due to the condition of the device. In order to verify the condition of the internal components, the device was disassembled. Upon disassembling, the pcb was noted to be non-functional. No conclusion could be reached as to what may have caused the pcb to be damaged. The device event log was reviewed. Several events were found part clamp sensor voltage out of range, unclamped sensor voltage out of range, and transect sensor voltage out of range. In addition, the log indicates that articulation was attempted while the device was closed. Articulation function is blocked when the device is closed to prevent inadvertent patient injury. When the home button is pressed while the jaws are closed the device will attempt to retract the knife. When any of the other articulation buttons are pressed while the jaws are closed the device will provide haptic feedback indicating that articulation function is blocked. Additionally, an event was found that caused the device to experience a false lockout event. The device can recover from this state by re-clamping the device. The condition noted on the event log has been correlated to the design. Based on the information currently available, a product issue was identified during the investigation of the sample received. This product issue will be addressed through ethicon endo surgery¿s quality system. A manufacturing record evaluation was performed for the finished device batch number a97v3t, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a robot-assisted esophagectomy it was observed that the device did not activate, so a new one was taken out and it could be fired a few shots. Afterwards, it did not activate even when clamped the tissue, so it was handled with a competitive product in the end. The cartridge color was blue. Another competitive device was used to complete the case. There were no adverse consequences to the patient. No additional information provided.